Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose at the time of incident was 14 mmol/l. The customer was assisted with trouble shooting. The error table advised to replace pump. The customer accepted the offer. The customer was asked to return pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms, pump error 38 alarms, pump error 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.